Event description:
A (B)(6), male, pt, contacted zoll customer support to report that the charger/modem was displaying a red circle with a slash, indicating that the charger/modem was defective. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Eval summary: device eval of charger/modem sn (B)(4) has been completed. The reportable problem (charger/modem defective) was confirmed. The cause for the defective charger/modem is a thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.